Manufacturer narrative:
Concomitant medical products: product ID: 4965-35, serial#: (B)(4), implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician removed a tissue mass in the abdominal area and tested the leads in the abdominal pocket. The right ventricular (rv) lead was tested and observed to be fractured. The lead was extracted and will not be replaced. No patient complications have been reported as a result of this event.